Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue..

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the cauterizing protection on the harmonic ace tip was detached. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage to the clamp arm. There was no missing material. Additionally, the instrument was found to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.